Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the medical records. As per the medical records, the patient was revised due to pain. During the revision, black staining and corrosion of the connection between the trunnion and the head, and there was entrapped soft tissue and what appeared to be muscle on the top of the trunnion inside the head. After removing the double modular neck portion, surgeon found there was discoloration and corrosion in the well and on the male portion of the distal part of the neck where it inserted into the stem portion corresponding to the areas of corrosion on the opposite of the articulation. Leg length and offset was restored. Stability was excellent. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03621; 0001822565-2017-03622. Not returned to manufacturer.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 years post initial implantation due to corrosion and elevated metal ion levels causing pain. After removing the double modular neck and stem there was evidence of discoloration and corrosion. There was also black staining between the trunnion and the head.